Event description:
It was reported that the patient was experiencing inadequate pain relief and difficulty charging the implantable pulse generator (ipg). It was also noted that the lead had several contacts out. The patient underwent a revision procedure wherein the ipg and one lead was replaced with a magnetic resonance imaging (MRI) compatible device. The patient was doing well postoperatively and the explanted devices were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads: upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: (B)(6).